Event description:
It was reported that there was a high-pressure alarm on both pumps. Per reporter, the cassette was changed to the backup pump, but the issue was not resolved. Per the reporter, the batteries were also removed to stop the alarm. Per the reporter the patient was making new cassette, and the pump ran while not connected to the central line. Per the reporter, the emt present had advised to place IV so that the remodulin 2.5 mg/ml would continue. The dose and route prescribed was a remodulin dose 60 ng/kg/m/n intravenous, continuous frequency. There was a central line issue. The patient was transported to their primary physician's hospital. Per reporter, there was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Serial number was not provided to review previous repairs. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.